Manufacturer narrative:
(Sensor:) the reported sensor has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. (Reader:) reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were caused by low or not present ble rssi value. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If the reported sensor is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device. As a result, the customer was unable to obtain and manage their glucose levels as well stating that the glucose alarm did not sound. Furthermore, due to the adc device issue, the customer's daughter (caregiver) reported that the customer experienced a loss of consciousness and was unable to self-treat due to symptoms. The customer was transported to the hospital by ambulance and had contact with a healthcare professional (hcp) at the emergency room who administered an unspecified (dose/type) insulin and fluids intravenously as treatment. There were no additional details provided as customer's caregiver did not troubleshoot further. There was no report of death or permanent injury associated with this event.